Event description:
(B)(6), np injected pt with a 1.5cc syringe of radiesse dermal filler on (B)(6) 2012, to the nl folds and marionette lines. About 24 hrs post injection, the pt reported swelling, bruising and pain outside of the areas injected. The pt went to her general practitioner, who took culture of the area and prescribed topical antibiotics. The culture was positive for staph on the left side of her face. As of (B)(6) 2012, the pt's cheek seems to be healing well.

Manufacturer narrative:
The nurse practitioner reported that the radiesse dermal filler had been mixed with 0.33cc of 1% lidocaine prior to injection. The device history records were radiesse lot 1030254 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. Although the pt's symptoms were resolving, an update has not been provided as of (B)(6) 2012.